Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: device code a0401captures the reportable event of bristle detached. Block h10: visual analysis of the returned device, there is no evidence identified that bristles were missing from the returned brush heads. Based on all available information and the condition of the returned device, it is likely that the reported event could have been affected by handling technique and device manipulation during the procedure. Therefore, based on all gathered information, the device break event is assigned a probable cause of unintended use error caused or contributed to event which indicates the interaction between the user and device, or sample, caused or contributed to the error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during scope cleaning on (B)(6), 2021. According to the complainant, after the scope went through the reprocessing machine, a bristle was found on the tip of the scope. The bristle was wiped off with gauze. There was no patient involvement with this event.

Manufacturer narrative:
This is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog double bundle was used during scope cleaning on (B)(6) 2021. After the scope went through the reprocessing machine, a bristle was found on the tip of the scope. The bristle was wiped off with gauze. There was no patient involvement with this event.